Event description:
On (B)(6) 2015, a dentist reported that a (B)(6) male patient required endodontic treatment on tooth #15. This tooth had a crown made from 3m espe lava ultimate cad/cam restorative for cerec which was placed on (B)(6) 2013. It is reported that a root canal was performed on (B)(6) 2013, which the dental professional notes was because the crown had leaked.